Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 5, with fault ID 5-0x2147, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support sent a replacement pump, instructed the customer to use mdi as backup therapy, and guided them on returning the problematic pump using a ups return box and pre-paid label within 10 days. The customer understood and acknowledged the instructions.